Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. If the sample is received, a supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
The needle broke off in the consumer's leg. Sometimes the consumer reuses the needle, but no more than two times. The consumer went to the ER and an x-ray was taken and the needle was located. The consumer made an appointment with an orthopedic surgeon to have the needle removed.